Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 08/25/2020. An investigation was conducted on 09/02/2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the heater wire. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The gray silicone insulation on the top of the cold jaw was observed to be peeled away. Portions of the silicone appears to be missing, exposing the metal jaw beneath. The detached portion was not returned for evaluation. Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed, as well as for the analyzed failure "material twisted/ bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, they said part of the insulation on the jaws was coming off during the case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, they said part of the insulation on the jaws was coming off during the case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.